Event description:
It was reported by the patient that 1 year and 182 days after a coronary artery drug eluting stenting treatment procedure, the patient required/target vessel reintervention (tvr). The physician placed a taxus express2 3.5x16mm stent in a 78-80% stenosed portion of the proximal left circumflex (cx) with mild distal disease. The lesion was post dilated with an 8mm balloon. One year and 182 days following the index procedure the patient experienced an acute myocardial infection which initiated tvr of the left proximal cx. The physician noticed thrombosis in the region of the previously placed stent. This area was aspirated and dilated and a johnson & johnson 3.5x13mm cypher drug eluting stent was successfully placed.